Manufacturer narrative:
This device was returned to (B)(4) and had it's event history reviewed. The history had been deleted prior to the device being received, therefore (B)(4) is unable to confirm any issues with the device.

Event description:
The initial reporter stated that the patient experienced an adverse reaction during an infusion involving a curlin pump. The pump was supposed to be programmed with an intermittent infusion, but seems to have also had a continuous mode programmed as well. The continuous mode seems to have been selected in error and the patient received the entire dose of antibiotics. The patient experienced internal jugular vein thrombophlebitis and was hospitalized. Once the patient was discharged from the hospital, no other medical intervention was required and the patient is now doing fine. (B)(4).